Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the minute ventilation (mv) sensor was being observed on the atrial side when it comes to this implantable cardioverter defibrillator (ICD). It was noted that at the next follow up an atrial lead check will be performed and the mv sensor will be turned off. No further follow up has taken place to date. No adverse patient effects were reported.